Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 10.jan.2014 expiry date: 01.dec.2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preparation for surgery, a synflate inflation device was removed from its packaging on the back table and a piece of the plastic leur was found chipped off and therefore it could not be screwed into the synflate balloon. An alternative device was available and surgery was delayed by three (3) minutes. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the plastic connection plug is visibly damaged. As per event description the device was removed from its packaging on the back table and a piece of the plastic lure was found chipped off and therefore it could not be screwed into the synflate balloon. The plastic tube visibly was filled with contrast liquid already what points to the fact that the device was in use. The device history record review shows that the devices met the specifications at the time of manufacturing and distributing. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: supplier lot number: 13021165. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.